Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was stuck. A field service engineer performed a hard boot, which allowed the update to proceed, but it later got stuck. Going back to previous version. Reimaged the station to pas 1.7.4. Then attempted to quick deploy the 10000427421-00 es reset ecc curves gpo from remote smart service (rss), but the deployment failed multiple times. The station was also unable to connect to wi-fi using the provided credentials. After coordinating with the or team, swapped the or19 a-station with the or17 a-station. Information technology (it) was unable to provide a resolution, moved the or19 a-station from room 17 back to room 19 and returned the or17 a-station to its original location. Then added the wi-fi user ID and password which successfully established a network connection. A data synchronization was performed, and user loaded the medication. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es system, unable to login got error message as reboot failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.